Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the va-tcp was used for distal radius fracture at the region of 23-c3 on (B)(6) 2015. As the patient complained about a pain after the surgery, the surgeon observed the affected area through x-ray and CT on (B)(6) 2015. X-ray showed screws are out of alignment and consequently the bone fracture fragments are located as indicated in attached photos. No breakage of the implanted screws was detected CT. The patient commented he/she had not have any accident before complaining. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.